Manufacturer narrative:
Medwatch number is (B)(4). Device problem code captures the reported event of the punctured sheath. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the gastrointestinal tract during an esophagogastroduodenoscopy (egd) procedure to treat a bleed performed on (B)(6) 2018. According to the complainant, during the procedure, the device was fed down the scope and when attempted for use, it was discovered that the needle had punctured through the sheath outside of the patient. The procedure was completed with another injection gold probe. There were no serious injury or adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no harm to patient."